Event description:
A doctor of optometry reported one custom myopic patient that is undercorrected in the left eye following refractive surgery. Patient records were provided and indicate this patient was being treated for a monovision outcome. The targeted outcome for the left eye was plano. At 2.5 months post-op, the sphere was -.75 diopter. In addition, a decrease of 2 lines bcva was noted at 2.5 months post-op.

Manufacturer narrative:
Determination of root cause: assessment: a device database performance report was conducted on this system and the analysis determined that the laser performance factors analyzed were operating within specification during the time of this patient's surgery. Non-product factors including patient response to the laser ablation, patient healing characteristics and preoperative patient selection were reviewed. The pre-operative topography gave the appearance of forme fruste keratoconus or pellucid marginal degeneration changes. The site noted that these changes may have been due to dry eye, which required medication, but no testing was documented. These conditions may cause temporary and unpredictable changes in the cornea that may interfere with the ability to properly measure the visual acuity and thereby contribute to loss of bcva. The undercorrection reported was consistent with the offset applied in the treatment parameters. Conclusion: based on the results of the investigation of product and non-product factors, the device was not found to be a contributor to the undercorrection or the decrease in bcva. Clinical notes, as well as discussion with the site, indicated the offset used contributed to the resultant residual refractive error. However, the potential non-product related factors mentioned above may have been contributors.